Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's dbs has not worked in a while, a couple of years, they are not getting any therapy from it right now. Patient said they have focal dystonia. The patient mentioned unrelated medical history. This included patient reported they have been having headaches for a really long time and their doctor recommended an getting an MRI. Pt said they do not know if their headaches are related to their dbs or not.